Event description:
Patient reported that when pressing and holding the green button on cassette, she is unable to withdraw medication and air bubbles, green button not working, lot# 3808554, exp. 2024-04-17.